Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
Device #3 of 4: reference MFR. Report; 1627487-2016-04760, 1627487-2016-04761 and 1627487-2016-04763. It was reported the patient stopped receiving effective stimulation. It is unknown when the patient lost effective stimulation. The patient was implanted with two systems, a pns (off label) stimulation system and a scs stimulation system. The patient underwent surgical intervention on (B)(6) 206 to implant a drg system, and during the procedure the scs and pns systems were explanted. The patient is receiving effective stimulation with the drg system.